Event description:
It was reported that a revision was performed.

Manufacturer narrative:
The affected device was returned and evaluated. Our investigation noted that the block broke in half during surgery. A visual inspection was performed. The cause for the cutting block fracture was likely due to the cutting blade gouging the cutting block in the area where the anterior and posterior portions of the block are connected in combination with the small cross-sectional area of that region. This could raise the stresses in that region and reduce the load necessary to cause fracture of the cutting block. The cutting block was re-designed in 2007. There were no manufacturing or material deviations noted during our investigation.